Event description:
Customer reported that she was in a car accident and was hospitalized, but it was not diabetes related issue. Customer stated that she when through a red light and that caused the accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.